Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection showed the device was in good condition with no appearance of any physical damage. A review of the event history log identified force sensor test error in the history. During the functional testing was unable to duplicate the force sensor test error at power up and force sensor calibration was performed and there was no problem found. The customer manipulated the pump during it self-test. The root cause of the issue was customer induced via the customer's disturbance of the pump during its self-test process. Performed preventative maintenance and all functional testing which passed.

Event description:
Additional information was provided that when the unit was turned on the nurses are getting error message system failure force sensor test and the unit was not usable. The device was not used on patient.

Event description:
Information was received regarding a medfusion 4000 pump. It was reported that the device gave a force sensor failure and did not calibrate. It is unknown if there was no patient, or clinician injury associated with this event.